Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pacemaker dependent patient presented to clinic after experiencing phrenic nerve stimulation (pns), atrial lead noise was observed with pocket manipulation and isometrics. There were false auto mode switching episodes due to atrial lead noise. St. Jude medical technical representative suggested that potential current leakage from atrial lead may lead to pns. Lead fracture near the clavicle was noted on fluoroscopy. Patient's condition was good. Physician decided not to take any action for the moment.